Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 300mg/dl. Troubleshooting was performed. Ran a self-test and passed. The settings on the insulin pump were fine. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.